Event description:
During the atrial fibrillation procedure, an air leak occurred. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. The sheath was inserted into the heart, and when negative pressure was applied to flush before catheter insertion, air was aspirated. Aspirating air was performed several times with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No additional venipuncture was performed due to sheath replacement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.